Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device received but awaiting evaluation results.

Event description:
It was reported that during testing, the bur broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
The reported product router fragment involved with this event was returned for evaluation and the reported failure of router breakage was confirmed. As the device could not be identified and that only a partial piece of a router was returned further evaluation of this partial piece of router was not possible. As a result a cause for the bur breakage could not be determined in this case.

Event description:
It was reported that during testing, the bur broke. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.